Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was attached to the generator and shows the error code 5 screen. The device was then disassembled to inspect the condition of the internal components and it was noted that the retention pin had the insulation damaged. Damage to the pin coating could result in yellow alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure .the device blade and hand activations buttons were tested and no anomalies were noted with their functionality. It is possible that the damaged to the retention pin happened during the assembly process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the device stopped activation; they cleaned the tips of the jaws and retightened the device, the device then stated "replace instrument." They used a second device to complete the procedure. No patient consequence was reported. The device is returning for analysis.